Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the harmonic shears were delivered and the one on top wasn¿t in any type of sterile packaging. No patient consequence was reported.